Event description:
The customer reported that the unit is reporting an internal battery failure. The customer reported that the unit was in use on patient, but there was no patient harm reported. Unit removed from patient without incident. The customer contacted product support and states unit has battery failed alarm message while on patient; there was no patient harm and the unit was removed from patient without incident. The battery is showing 10 vdc in diagnostics, and yellow battery charge led is flashing. Product support advised the customer that battery is severely discharged and although it is trickle charging, it should be replaced due to age of 5 years. Product support provided part number for battery and there were no other concerns for the customer. Further information is pending.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found.